Event description:
Dialysis nurse rpeorted observing an external filter blood leak coinciding with the occurrence of a venous pressure low alarm during an extended ICU dialysis treatment. The leak occurred approx 30 hours into the treatment for which no anticoagulation was prescribed. Estimated blood loss due to the leak was 100cc. Pt had a post surgical gi bleed that was active during the dialysis treatment and had been transfused approx 10 hours prior to the event. After the blood loss occurred, pt hemoglobin was checked and found to be a couple of points lower than last sample taken shortly after the transfusion (exact values and time not reported.) Pt received an additional blood tranfusion following the blood loss.